Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bled through till november') in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. The reporter commented: I was walking around feeling this (B)(4) case linked. Most recent follow-up information incorporated above includes: on 15-jan-2020: information received via social media: previously reported event hysterectomy was replaced with genital bleeding . Essure insertion date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("surgery/I had hyst") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy ). At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: I was walking around feeling this 2016-088504 case linked. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.